Event description:
Used complete moisture plus. Eyes became very red and very irritated, could not use contacts. Saw ophthalmologist 3 times. He prescribed xibrom.09% eye drops. Eyes are still a little sore.